Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she kept receiving a message that the battery was dead. The insulin pump kept shutting off without warning. Customer's blood glucose level was around 300 mg/dl. She tried to treat her blood glucose level with the insulin pump with a bolus. The customer was calling back after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.